Manufacturer narrative:
No device deficiency reported. Cardiac tamponade is a known potential adverse event of catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, hypotension was observed while delivering energy into the left superior pulmonary vein (lspv). Pericardial fluid was drained. About 15 minutes after the drainage bleeding was reported as stopped and blood pressure had normalized. In addition to the ablation catheter, a deflectable sheath introducer and a ring electrode catheter were indwelling in the lspv. These catheters were manufactured by different companies from the ablation catheter. The cause of the cardiac tamponade could not be determined but the relationship with the ablation catheter cannot be excluded.